Event description:
The customer stated that the cell-dyn 3200 hematology analyzer generated a wbc result of 1.3 k/ul the customer questioned this result prior to reporting out of the lab and repeated the sample obtaining a wbc result of 7.0 k/ul. Qc was within specifications and there was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.